Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" error message while wearing an adc freestyle libre sensor for one day. Customer further reported she experienced sweating and lost consciousness, and her husband administered sugar orally. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) and (device mfg date) has been updated based on the returned product. Visual inspection has been performed on the returned sensor. The sensor plug was properly seated in the mount and no failure mode was observed on sensor plug assembly. Extracted data from returned sensor using approved software. No product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" error message while wearing an adc freestyle libre sensor for one day. Customer further reported she experienced sweating and lost consciousness, and her husband administered sugar orally. No further treatment was reported. There was no report of death or permanent impairment associated with this event.